Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was exhibiting inappropriate atrial tachy response (atr). Technical services (ts) noted right atrial (ra) lead farfield oversensing and recommended reprogramming options to prevent the oversensing. This ICD remains in service. No adverse patient effects were reported.